Event description:
It was reported to philips that the host pc fails to boot up during power-on on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended in-house repair or replacement of the host pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).